Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.